Event description:
It was reported: "after the registered nurse (rn) removed an arterial line from the right wrist, he noted a piece of the catheter tip was broken off. Foreign body viewed on ultrasound. Patient was taken to the surgical operating room, and the foreign body was removed successfully. The tip was noted to be 3.5 cm in length and 0.2 cm in diameter. The patient was discharged and had no harm or injury".

Manufacturer narrative:
(B)(4). Corrected data: section g.2.-report source corrected to 'other' - medwatch. The customer returned one portion on an arterial catheter body for evaluation. Clear signs of use were identified as there was disco loration on the catheter body. Visual analysis revealed that the catheter body was separated towards the proximal end. Microscopic examination confirmed the damage and revealed that the point of separation was angled, smooth, and showed no evidence of stretching. This damage is consistent with contact with sharps during use (i.e. Needle bevel) during use. The separated catheter body piece measured 1.441", which is not within the specification limits of 1.541"-1.581" per catheter product drawing. This confirms that not all of the separated catheter was returned for investigation. The catheter body outer diameter measured 0.044", which is within the specification limits of 0.044"-0.047" per the catheter extrusion product drawing. The catheter body inner diameter at the point of separation measured 0.033", which is within the specification limits of 0.031"-0.034" per the catheter extrusion product drawing. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "precaution: once the catheter is partially threaded off the needle, do not attempt to advance needle into catheter again - this may cause catheter damage." The report of arterial catheter separated during use was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the catheter body was severed towards the proximal end. The appearance of the point of separation was consistent with damage resulting from the catheter coming into contact with the needle bevel during use. The IFU provided with the finished kit warns the user, "precaution: once the catheter is partially threaded off the needle, do not attempt to advance needle into catheter again - this may cause catheter damage.". Based on the available information and the sample received, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported: "after the registered nurse (rn) removed an arterial line from the right wrist, he noted a piece of the catheter tip was broken off. Foreign body viewed on ultrasound. Patient was taken to the surgical operating room, and the foreign body was removed successfully. The tip was noted to be 3.5 cm in length and 0.2 cm in diameter. The patient was discharged and had no harm or injury."